Event description:
It was reported, the pt had a stomach virus, and since that incident the stimulation was causing back spasms. It was reported the issue was present only when the stimulation was turned on. Reprogramming had been unable to resolve the issue. The physician had requested for the pt to leave the system turned off for a time. At the f/u appointment the cramping or back spasms were still present with the stimulation. X-rays did not show any anomalies. There was no planned intervention at the time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.